Event description:
It was reported to st. Jude medical that upon interrogation the ICD presented with an output stage damage detected error message. Technical services discussed performing a capacitor maintenance. The error message presented itself again. Technical services discussed replacing the device immediately.